Manufacturer narrative:
(H3,h6) : manufacturing representative went to the site to test the system. They noticed that the mobile view station(mvs) monitor was broken and non-functional (case# (B)(4). Used an external monitor but the resolution was not correct (did not use mvs for any troubleshooting of the reported issue. They found rotor would not move but all other motions were good, door would not open because rotor not moving to 192, remove connections at gantry controller and reseated (also swapped door cables with rotor cables for troubleshooting but symptoms remained the same), used ratchet to manually crank rotor all the way in both directions. Rebooted system and the system was now functional. Invalidated home / rehomed system. Completed several 2d/ 3d spins and door open / door close cycles. System checkout passed. Staff notified (may use it today in a case with portable monitor until replaced). Logs not gathered because of non-functioning monitor. Should issue continue, recommend the following parts for replacement:- tractor drive motor, v-groove rollers and gantry controller. Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside procedure. It was reported that the gantry was intermittently unable to open.(unable to open gantry). There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.